Manufacturer narrative:
(B)(4). Maquet field svc tech investigated the device. A faulty actuator was found and replaced. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that the hcu30 device took a long time to rewarm. Error 1004 occurred. No pt involvement. (B)(4).